Manufacturer narrative:
The reported field event of patient notifier was not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was explanted due to eri. The device was confirmed to be part of the advisory with no allegation of premature battery depletion. It was also noted that the patient did not feel a vibratory alert. The patient is dependent. The device was explanted and replaced. The patient had no symptoms and the condition was good before, during and after the procedure.